Manufacturer narrative:
H10: in order to solve the issue, screw was re-tightened by livanova field service representative. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Complaints database analysis revealed that no similar event on this device occurred since its installation in 2017. Based on the collected information, a screw into the knob that got loose over time is the cause of the issue.

Event description:
See initial report.

Event description:
Livanova deutschland has received a report that, during a procedure, when turning the knob on the controller of the percentage of open/close status of the electronic venous occluder the percentage did not change. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the electrical venous occluder (evo). The incident occurred in japan. A field service engineer inspected the device and found the cause was a loose dial fixing screw. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.